Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, patient with acute myocardial infarction placed balloon catheter, 30 minutes of work after placement, unable to fully fill the balloon catheter, the anterior end of 2-3 centimeters can not be flushed, replace the second catheter, still unable to fully fill the balloon catheter, manually flushed the second set of counterpulsation catheter. Another device was inserted into the same access site. There was no reported patient harm." Associated complaints 3010532612-2024-00989.

Manufacturer narrative:
(B)(4). The reported complaint for iab "fully fill the balloon catheter, the anterior end of 2-3 centimeters cannot be flushed" is confirmed based on the customer provided video. In the video, the iabc bladder did not fully inflate. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not inflating completely. The probable root cause of the complaint is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that: "(B)(6) 2024, patient with acute myocardial infarction placed balloon catheter, 30 minutes of work after placement, unable to fully fill the balloon catheter, the anterior end of 2-3 centimeters can not be flushed, replace the second catheter, still unable to fully fill the balloon catheter, manually flushed the second set of counterpulsation catheter. Another device was inserted into the same access site. There was no reported patient harm." Associated complaints 3010532612-2024-00989 and 3010532612-2024-00931.